Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain chronic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. The patient's medical history included nabothian cyst, premenstrual syndrome, bloating, mood change, yeast infection, irritable bowel syndrome, endometriosis, urgency urination, nephrolithiasis, esophageal reflux and renal stone. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient started nsaids at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury psychological or psychiatric problems: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psych injury psychological or psychiatric problems: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal chronic"), loose tooth ("loose teeth"), autoimmune disorder ("autoimmune still having") and tooth disorder ("weak teeth"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral) and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and urinary tract infection had resolved, the anxiety, vaginal haemorrhage, depression, loose tooth and tooth disorder outcome was unknown and the autoimmune disorder had not resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, loose tooth, menorrhagia, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occlude. Pathology test - on (B)(6) 2018: bilateral fallopian tubes: two unremarkable segments of fallopian tube with fimbriae. Endometrium: proliferative endometrium with possible polyp formation.. Concerning the injuries reported in this case, the following one/ones were reported via social media: loose tooth, weak tooth, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content from pfs received: event autoimmune disorder and weak teeth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain chronic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. The patient's medical history included nabothian cyst, premenstrual syndrome, bloating, mood change, yeast infection, irritable bowel syndrome, endometriosis, urgency urination, nephrolithiasis, esophageal reflux and renal stone. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient started nsaids at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury psychological or psychiatric problems: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psych injury psychological or psychiatric problems: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal chronic"). The patient was treated with surgery ((hysterectomy (full), salpingectomy (bilateral) and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and urinary tract infection had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Pathology test - on (B)(6) 2018: bilateral fallopian tubes: two unremarkable segments of fallopian tube with fimbriae. Endometrium: proliferative endometrium with possible polyp formation. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal), depression and mental anguish" were added. Concomitant drug, medical history and lab data were added. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain chronic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, premenstrual syndrome, bloating, mood change, yeast infection, irritable bowel syndrome, endometriosis, urgency urination, nephrolithiasis, esophageal reflux and renal stone. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury psychological or psychiatric problems: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psych injury psychological or psychiatric problems: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal chronic"), loose tooth ("loose teeth"), autoimmune disorder ("autoimmune still having"), tooth disorder ("weak teeth"), irritable bowel syndrome ("ibs") and gastrointestinal disorder ("gastrointestinal issue"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral) and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, urinary tract infection and vaginal haemorrhage had resolved, the anxiety, depression, loose tooth, tooth disorder, irritable bowel syndrome and gastrointestinal disorder outcome was unknown and the autoimmune disorder had not resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, gastrointestinal disorder, irritable bowel syndrome, loose tooth, menorrhagia, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occlude. Pathology test - on (B)(6) 2018: bilateral fallopian tubes: two unremarkable segments of fallopian tube with fimbriae. Endometrium: proliferative endometrium with possible polyp formation. Concerning the injuries reported in this case, the following one/ones were reported via social media: loose tooth, weak tooth, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added outcome abnormal bleeding to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain chronic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. The patient's medical history included nabothian cyst, premenstrual syndrome, bloating, mood change, yeast infection, irritable bowel syndrome, endometriosis, urgency urination, nephrolithiasis, esophageal reflux and renal stone. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient started nsaids at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury psychological or psychiatric problems: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psych injury psychological or psychiatric problems: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal chronic"), loose tooth ("loose teeth"), autoimmune disorder ("autoimmune still having"), tooth disorder ("weak teeth"), irritable bowel syndrome ("ibs") and gastrointestinal disorder ("gastrointestinal issue"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral) and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and urinary tract infection had resolved, the anxiety, vaginal haemorrhage, depression, loose tooth and tooth disorder outcome was unknown and the autoimmune disorder had not resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, gastrointestinal disorder, irritable bowel syndrome, loose tooth, menorrhagia, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occlude. Pathology test - on (B)(6) 2018: bilateral fallopian tubes: two unremarkable segments of fallopian tube with fimbriae. Endometrium: proliferative endometrium with possible polyp formation.. Concerning the injuries reported in this case, the following one/ones were reported via social media: loose tooth, weak tooth, autoimmune disorder . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: new events ibs and gastrointestinal issue were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain chronic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. The patient's medical history included nabothian cyst, premenstrual syndrome, bloating, mood change, yeast infection, irritable bowel syndrome, endometriosis, urgency urination, nephrolithiasis, esophageal reflux and renal stone. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient started nsaids at an unspecified dose and frequency. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury psychological or psychiatric problems: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psych injury psychological or psychiatric problems: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal chronic") and loose tooth ("loose teeth"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral) and novasure ablation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and urinary tract infection had resolved and the anxiety, vaginal haemorrhage, depression and loose tooth outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, loose tooth, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: essure device was successfully occlude. Pathology test - on (B)(6)2018: bilateral fallopian tubes: two unremarkable segments of fallopian tube with fimbriae. Endometrium: proliferative endometrium with possible polyp formation.. Concerning the injuries reported in this case, the following one/ones were reported via social media: loose tooth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event loose teeth added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.vv

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain chronic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624628-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included nsaids. The patient's medical history included nabothian cyst, premenstrual syndrome, bloating, mood change, yeast infection, irritable bowel syndrome, endometriosis, urgency urination, nephrolithiasis, esophageal reflux and renal stone. Concomitant products included paracetamol (acetaminophen). On an unknown date, the patient started nsaids at an unspecified dose and frequency. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury psychological or psychiatric problems: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psych injury psychological or psychiatric problems: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain abdominal chronic"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral) and novasure ablation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and urinary tract infection had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: essure device was successfully occlude. Pathology test - on (B)(6)2018: bilateral fallopian tubes: two unremarkable segments of fallopian tube with fimbriae. Endometrium: proliferative endometrium with possible polyp formation.. Most recent follow-up information incorporated above includes: on 30-oct-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery ((hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: plaintiffs received treatment for pelvic pain, abdominal, dysmenorrhea (cramping), menorrhagia, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- dysmenorrhea (cramping), pain abdominal chronic, menorrhagia, psych injury, uti. Reporter information, events outcome, essure removal date were added. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.